Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the tracheal intubation fiberscope exhibited connecting tube had coating peeling (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors, and/or handling. The event can be prevented by following the instructions for use (IFU): ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ olympus will continue to monitor field performance for this device.